Manufacturer narrative:
An event regarding alleged wear involving a emerald p3 26mm 10deg liner was reported. The event was not confirmed. Method & results:-device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation.-medical records received and evaluation: no medical records were received for review with a clinical consultant.-device history review: confirmed the device was accepted into final stock no reported discrepancies-complaint history review: no other events were reported for the lot indicated.conclusion:the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. Some wear would be expected after 19 years of in vivo service. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that hip became painful over time due to poly wear. Patient was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that hip became painful over time due to poly wear. Patient was revised.